Manufacturer narrative:
The evaluation showed, that the axle bolt is loose. The front and back link are deformed. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer there is noise and the upper axis has a poor seal. The patient did not fall.